Manufacturer narrative:
Final analysis found the device exhibited normal characteristics.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
Additional information reported stated that the patients cause of death was parkinsons disease, congestive heart failure and a stroke.